Event description:
The customer stated he was hospitalized for high blood glucose readings. The customer stated he changed the infusion set prior to being hospitalized, and his blood glucose reading was above 700 mg/dl after the infusion set change. Troubleshooting revealed that the customer did not change the infusion set again when he experienced the high blood glucose readings. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.